Event description:
The hcp reported the pump was explanted for battery depletion after an implant duration of 36 months. It was returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.